Manufacturer narrative:
Device evaluated by manufacturer: visual inspection observed that the main coil, coil introducer, and coil plunger were returned for this complaint. The main coil was stuck within the coil introducer and was kinked and stretched. The coil was advanced through the introducer coil and resistance was noticed. The microscopic inspection observed there were no anomalies noticed on the apex zap tip. The base zap tip was found twisted. Dimensional inspection of the main coil observed the outer diameter of the primary coil, apex, and base zap tip were within specification. However, fiber bundles were missing due to the coil being stretched.

Event description:
Reportable based on device investigation completed on (B)(6) 2021. It was reported that the spring coil was stuck in the catheter. The target lesion was located in the upper gastrointestinal tract. A 6mm/6.7 mm vortx diamond - 18 was selected for use. During the procedure, it was noted that the spring coil got stuck in the hub of the catheter during delivery. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed that there were fiber bundles missing.